Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The separated portion of the guide wire remains embedded in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The .014 ht floppy ii guidewire (gw) was used in a stenting procedure; however, during removal resistance was noted with a non-abbott guide catheter and the tip gw become separated. Reportedly, the tip became embedded and trapped between the stent and the vessel. Attempts were made with a snare device to remove the detached tip; however, the attempts were unsuccessful. The separated tip remains in the patient. There was no adverse patient sequela. No additional information was provided.